Event description:
It was reported via repair work order that the rear cross bar was damaged and the recliner would not hold patient weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.